Event description:
It was reported that there was a leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the physician noted that the hemostasis valve could not be tightened. The device was still leaking blood. This device was removed from the patient and replaced with another. The procedure was then continued and was completed successfully with the closure device being implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient had no complications as a result of this event and they were doing fine.

Manufacturer narrative:
The returned product consisted of a watchman access system. The device was bloody, and the dilator was inside the sheath. Analysis of the tip, shaft, and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the sheath or the dilator. A syringe (filled with water) was attached to the device. The valve was closed, and positive pressure was put on the syringe and the device was flushed. The device did not leak. The reported device leak was not confirmed.

Event description:
It was reported that there was a leak. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the physician noted that the hemostasis valve could not be tightened. The device was still leaking blood. This device was removed from the patient and replaced with another. The procedure was then continued and was completed successfully with the closure device being implanted in the laa of the patient. There were no other complications that were reported to have occurred. The patient had no complications as a result of this event and they were doing fine.